Manufacturer narrative:
The reported event of ¿stylet failed to be advanced in the lead¿ was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the lead body bent at the proximal region of the lead. X-ray examination found the inner and outer coil both kinked/bent in this region. The cause of the reported event was due to the inner coil being damaged consistent with occurring at the time of procedural.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the stylet failed to be advanced on the right atrial lead. The lead was not used and replaced during procedure. The patient was stable.